Event description:
The customer reported that the insulin pump alarmed after the battery change. Troubleshooting was performed. During the call, the customer mentioned being in the emergency room, and she was asleep and had low ketones. The blood glucose was 146mg/dl. The caller stated that she has not been using the insulin pump for at least a week, and the device kept alarming battery out of limit. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.